Event description:
It was reported that the patient had invance sling implanted. Following the sling implant surgery, the level of continence was better but since a CABG operation in 2009, the patient developed a urethral stricture and began self catheterization. Since then, their stress incontinence worsened. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported implant of an artificial urinary sphincter (aus) cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to unspecified reasons. There were no patient complications reported.